Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies, clear the alarm, and resume insulin delivery to address the issue. Customers blood glucose was 290 mg/dl.